Event description:
It was reported that the subtraction image on the 9800 system was too light such that the guide wires could not be seen. No pt info was recorded.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted brightness and contrast settings. The system was tested and found to be working as intended.